Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy several iab pump disconnect and an occasional auto-fill error code were generated. The iab was inserted in the right groin. Customer indicated that all connections were secure and there was no indication of a leak. The getinge representative suggested replacing the console, however after replacement the error code(s) persisted. The customer was instructed to swap the helium extension tubing. The getinge representative followed up after approximately 60 minutes and was told that it was determined by the physician that the patient did not need to continue therapy and to go to 1:2 frequency. The diastolic augmentation was dropped 2 clicks to slow alarms down. There was no reported injury to the patient.